Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a skin irritation causing redness, swelling and pain at the infusion site (arm) had occurred while wearing the pod. After 2 days the site was not improving so the patient went to their doctor. The doctor diagnosed the patient with an abscess at the site that had a fluid discharging from it. The patient was prescribed cephalexin 250 mg to take for 5 days and the patient is applying heat to the effected area and reports the issue is now resolving.